Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod6 coil pusher assembly; the embolization coil was intact with the pusher assembly. There was coagulated blood inside the introducer sheath. The pusher assembly was kinked approximately 125.5 cm from the proximal end by the penumbra investigator, while attempting to advance the embolization coil out of its introducer sheath with coagulated blood. The introducer sheath was cut off by the penumbra investigator and the outer diameter (od) of the embolization coil and the inner diameter (ID) of the introducer sheath were measured and found to be within specification. Conclusions: evaluation of the returned pod6 revealed no damage. However, during decontamination, the pod6 coil's pusher assembly was kinked by the penumbra investigator. The introducer sheath was blocked with coagulated blood, and the pod6¿s pusher assembly was kinked while attempting to advance the embolization coil out of the introducer sheath. The introducer sheath was cut off by the penumbra investigator and the od of the coil and the ID of the introducer sheath were measured and found to be within specification. Further evaluation revealed that the returned px slim was functional. A 0.025 inch stainless steel mandrel was introduced through the hub of the px slim and advanced distally out the tip of the microcatheter without an issue. The root cause of the pod6 getting stuck around the tip of the px slim could not be determined. Pod6 coils are 100% functionally tested during in-process inspection. Px slim devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod6 coils. During the procedure, the physician advanced another manufacturer's sheath toward the celiac artery and then inserted a px slim delivery microcatheter (px slim) through it. While the physician was advancing a pod6 coil through the px slim, the coil became stuck around the tip of the px slim and was unable to advance any further. Therefore, the pod6 coil was removed and the procedure was completed using another manufacturer's coils and the same px slim. It should be noted that a rotating hemostasis valve (rhv) was used during the procedure. There was no report of an adverse effect to the patient.